Event description:
It was reported to philips that a patient fell off of the table. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally. A philips field service engineer (fse) visited the site and confirmed that there were no issues with the system. The fse instructed the customer on how to lock the movements buttons properly and advised the customer to lock accordingly to avoid accidentally triggering movements. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.